Event description:
It was reported that the insulin gauge was inaccurate. There was no information on any adverse impact to the customer¿s blood glucose level. The customer declined a follow-up with technical support, and no further information was available regarding the outcome of the event.